Manufacturer narrative:
In response to FDA report number: mw5161852 and mw5161853. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "the implant's silicone started to perfuse and leak through their skin. The implants eventually ruptured and became infected where patient had purulent discharge mixed in with the silicone gel."

Event description:
Patient reported via sus voluntary event report (mw5161853) right side "silicone breast implant adverse events resulting in permanent disability. Patient stated that the breast implants that they received were part of a clinical trial study (# (B)(6)) which used industrial-grade silicone and human tissue to construct the device. After implantation (duration unknown), the implant's silicone started to perfuse and leak through their skin. The implants eventually ruptured and became infected where patient had purulent discharge mixed in with the silicone gel. Patient said that they became very sick and had experienced a number of health problems which include ... Joint pain. ... Patient shared that post-explant tests on their tissue. Patient shared that post-explant tests on their tissue and device tissue showed bacterial infection (drug resistant) that permeated throughout patient's body." Patient additionally reported "brain abscesses, seizures ... Fractured bones, and loss of their teeth." Which is not device related. The device was explanted.